Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). In addition, the patients remote control was unable to communicate with the ipg, and the patient experienced loss-no stimulation. The patient underwent a lead revision procedure to due lead migration (see mfg. Ref. 3006630150-2025-05619). The physician initially felt that the migration was related to the communication and charging issues and was interfering with the bluetooth antenna of the ipg, however the event did not resolve post lead revision procedure. The physician suspected ipg malfunction. Therefore the patient underwent a revision procedure in which the ipg was replaced. No additional adverse patient effects were reported. The patient is recovering.